Manufacturer narrative:
72404132, 852912017, belt cuff fgs 5.0 cm iz.

Event description:
It was reported that patient was experiencing recurring incontinence due to urethral atrophy at the cuff site. The patients cuff was removed, and a new cuff placed in virgin urethra. The doctor decided to remove and replace the aus pump as well. After he had removed and replaced the cuff, and made the connections, the doctor felt like the pump was not functioning properly. He would squeeze the pump bulb a couple of times, and the pump would almost immediately refill.

Event description:
It was reported that patient was experiencing recurring incontinence due to urethral atrophy at the cuff site. The patients cuff was removed, and a new cuff placed in virgin urethra. The doctor decided to remove and replace the aus pump as well. After he had removed and replaced the cuff, and made the connections, the doctor felt like the pump was not functioning properly. He would squeeze the pump bulb a couple of times, and the pump would almost immediately refill.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical problem was not confirmed via product analysis. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was functionally tested and performed within product specifications. Based on the results of this investigation, no escalation is required. 72404132, 852912017, belt cuff fgs 5.0 cm iz. The complaint component was returned and analyzed, and the reported allegation of mechanical problem was not confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Based on the results of this investigation, no escalation is required.